Event description:
A lawsuit alleges that the patient claimed ¿personal injury as a consequence of a malfunctioning implantable pulse generator (ipg)¿ resulted in hospitalization and the patient experiencing chest pain.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the ipg was returned to the manufacturer and analyzed. There were no anomalies found. (B)(4).